Manufacturer narrative:
Impact of left ventricular hypertrophy on longterm clinical outcomes in hypertensive patients who underwent successful percutaneous coronary intervention with drug-eluting stents doi: 10.1097/md.0000000000012067. Age: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
This study investigated 8-year clinical outcomes of hypertensive patients with left ventricular hypertrophy (lvh) who underwent percutaneous coronary intervention (pci) with drug-eluting stents (des) compared with hypertensive patients without lvh among device used were resolute integrity rx drug eluting stents to treat lesion located in the left main, left anterior descending , right coronary artery, circumflex and ramus. A total of 1704 consecutive hypertensive patients who underwent pci from 2004 to 2014 were enrolled cumulative clinical outcomes up to 8 years included gastrointestinal bleeding, congestive heart failure, all cause death(including deaths due to stemi, non-stemi, sudden cardiac death and heart failure), fatal and non-fatal myocardial infarction, cerebrovascular accident and tvr.